Event description:
Reportedly, during implantation, dr. (B)(6) screwed the ra leads into the device but saw that the port of the ICD was not in the right axes contrary to the lv and rv lead. He still did the impedance test which was not in nominal range (>3000 ohm). As a precaution, the device was changed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached report electrical tests were performed: no issue detected on atrial channel. According to the device analysis, the electrical atrial channel issue observed was due to an incorrect atrial lead connection avoiding correct contact between the atrial lead and the crt-d. The incorrect marks on the threads of the atrial screw result most probably of the tentative to tighten the atrial lead when the lead is not fully inserted in the cavity. In this case, the screw is damaged and electrical connection is not assured.

Event description:
Reportedly, during implantation, dr bakdi screwed the ra leads into the device but saw that the port of the ICD was not in the right axes contrary to the lv and rv lead. He still did the impedance test which was not in nominal range (>3000 ohm). As a precaution, the device was changed.